Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The event may be associated with a difficult vessel anatomy leading to increased friction during deployment and subsequent stent graft jumping. Insufficient flushing of the device may be another contributing factor to the reported event. On the basis of the information available and as no sample was returned for evaluation, a definite root cause for the reported event could not be determined. The IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device of the same size." Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure." Furthermore, the IFU states that the device must be flushed with sterile saline. The reported application represents an off-label use of the device. The IFU indicates that the safety and effectiveness of the device when placed across an aneurysm or a pseudoaneurysm has not been evaluated.

Event description:
It was reported that during the attempt to place the endovascular stent graft in a left upper arm fistula for treatment of an aneurysm, the stent graft became difficult to deploy. During the attempt to complete the deployment, the endovascular stent graft jumped and missed the target lesion completely resulting in the need to use an additional stent to finish the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during the attempt to place the endovascular stent graft in a left upper arm fistula for treatment of an aneurysm, the stent graft became difficult to deploy. During the attempt to complete the deployment, the endovascular stent graft jumped and missed the target lesion completely resulting in the need to use an additional stent to finish the procedure successfully. There was no reported patient injury.